Event description:
Boston scientific received information that during an in-office appointment in early-(B)(6) 2014, this left ventricular (lv) lead was displaying impedance measurements greater than 2000 ohms and no capture. A review of the daily measurements showed impedances were greater than 2000 ohms starting in (B)(6) 2013. The previous office visit, two months prior, showed normal impedances of 493 and appropriate capture thresholds. The patient was then referred to a cardiac surgeon and a lead replacement procedure was performed. A chest x-ray was taken which showed a lead fracture adjacent to the pulse generator in the left interclavicle region. The lead was explanted and returned for laboratory analysis. Other than the lead revision procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments totaling 882mm. A portion of the lead appeared to be missing as another lead with the same model was measured totaling 900mm in length. Laser extraction damage was noted in several places on the lead body by evidence of melted insulation and conductor material. Detailed analysis confirmed the conductor coil was fractured approximately 300mm from the terminal pin (right at the severed location). The location of the damage site suggests the fracture was a result of stress just distal to the suture sleeve tie down; which may have been in or near the clavicle/first rib region.